Event description:
A medical center in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber had a damaged water feedset tube. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The suspect medical device was changed from mr290v vented autofeed humidification chamber to rt200 adult dual-heated breathing circuit. The mr290 chamber is part of the rt200 breathing circuit kit. The rt200 adult dual-heated breathing circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt200 adult dual-heated breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) for inspection. The mr290v chamber, which was also included in the kit, was visually inspected for damage. A bent pin test was performed on the expiratory and the inspiratory heater wires to see if they could be connected to a heater wire adaptor. Results: no fault was found with the dome and water feedset of the mr290 chamber. A heater wire adaptor could not be fully connected to the heater wire socket of the expiratory limb. One of the expiratory heater wire pins was bent. This prevents the adaptor from connecting to the heater wire socket. Full insertion of the inspiratory heater wire pins to the heater wire adaptor was successful. A lot check revealed no other complaints of this nature for lot number 120419. Conclusion: the reported fault on the mr290 water feedset was not replicated during inspection. All breathing circuits are tested for connectivity and electrical continuity during production, and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Our monitoring and trending of complaints involving damaged heater wire pins in adult breathing circuits has a rate of occurrence of 220 devices per million sold worldwide in the last year to the end of february 2013.

Event description:
A medical center in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber had a damaged water feedset tube. This was noticed during use on a patient. No patient consequence was reported. The mr290v chamber is part of the rt200 adult dual-heated breathing circuit kit.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.